Event description:
Fluid in left knee [joint effusion]. Severe swelling in left knee [joint swelling]. Severe pain in left knee [arthralgia]. Had to use a cane [gait disturbance]. Case description: spontaneous report received on (B)(6) 2010 from a patient, initials (B)(6), with a relevant medical history of knee pain. The patient received a single injection of synvisc-one into the left knee 'about 5 weeks" ago (approximately (B)(6) 2010). On an unk date, the patient experienced severe pain and swelling in the left knee. Fluid was then drained from the left knee. On an unk date, the patient also underwent arthroscopic surgery on the left knee. The pain and swelling has continued and the patient has been using a cane. The physician has recommended that the patient rest the left knee. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.